Event description:
The customer called to check if the insulin is being delivered since she had high blood glucose. The blood glucose reading at time of call was 241mg/dl before dinner. The time, date, basal rates, and bolus wizard settings were correct. During the call, the customer mentioned being in the hospital in march for high blood glucose. Troubleshooting was declined as customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.